Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) (orthopaedic technician) from (B)(6) hospital called jnj representative (B)(6) 2018 to notify representative that one of the pinnacle drill bits in their consignment set has been reported to him as broken. No details were available as to where and when the instrument broke, but they require an immediate replacement of the broken instrument in order to complete their consignment instrument set for cases.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.